Event description:
Received info stating that the cartridge change process takes too long, causing the screen to time out frequently and preventing the customer from completing the cartridge change. During troubleshooting by tandem technical support it as verified that the customer was experiencing resume pump alarms and that there was a gap of time observed before insulin had been resumed. The issue impacted the customer's blood glucose level.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.